Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the end of pump where drive support cap came loose and off. The customer stated that the pump has been dropped in the past but not recently. Customer was advised that the device would be replaced. Customer will revert to backup plan. The customer mentioned that he got a motor error when he was trying to get his basal rates. The customer was unable to troubleshoot for motor error because the right side of pump casing got pushed off while customer was trying to change out the reservoir.

Manufacturer narrative:
We were unable to perform rewind and basic occlusion test, occlusion test, excessive no delivery test and prime test due to cracked end cap. However, motor passed motor test. We were unable to verify motor error alarm due to cracked end cap. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.